Event description:
Information received indicates the bed is alarming.

Manufacturer narrative:
The hill-rom technician investigated and discovered when the hi/low was lowered to the low limit, the scale was weighing off by 30 lbs. The technician found the load beam wires were being pulled tight when the bed was lowered, which caused the inaccurate weight. The technician properly routed the load beam wires to repair the bed.